Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump touch screen was intermittently unresponsive on the "0" button. At the time of the report with tandem technical support the touch screen was functioning as intended. Customer's blood glucose level was 150 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.